Event description:
In 2009, 4 days post uneventful operation, with rectal sigmoid cancer was readmitted as a result of bowel/rectal pain. The pt had a leak, the area was drained and a colostomy was created.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: the ring was not returned to the MFR for evaluation. The production history files however, indicated that the device was released pursuant to the product specifications. No conclusion as to the cause of this event can be withdrawn with the available info. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.